Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The 4006 error message is not an indication of a product defect. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device did not start-up correctly and was not free from critical errors because it displayed the message 4006. No patient harmed and no injury reported because this was found during service and repair.